Manufacturer narrative:
(B)(4).

Event description:
The pump was confirmed to be flipped. The catheter was kinked/twisted from the pump flipping. The catheter was being revised. Additional info has been requested. A follow-up report will be sent if additional info becomes available.